Event description:
It was reported that a leak was identified in the septum ring during patient use. There were patient involvement and no harm as result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR was 27-apr-2026. D3 - updated. G4 - updated. One suspected device was received for evaluation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. Visual inspections were performed and signs of leakage around the septum perimeter ring, no physical damage or other anomalies were observed. The customer complaint was confirmed. The probable cause cannot be determined.